Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.